Event description:
It was reported that shaft break occurred. A 2.75mm x 20mm nc emerge balloon catheter was used for dilation. However, it was noted that the distal portion of the balloon catheter broke off from the proximal portion. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was microscopically and visually examined. The hypotube of the device has numerous kinks. There was a separation of the inflation lumen at 12.7cm distal to the midshaft bond (at the proximal end of the rapid port exchange). There was contrast in the inflation lumen on the proximal section of the separation. In the distal portion of the separation, there was contrast and blood in the inflation lumen and balloon. The rapid port exchange was torn. There was blood in the guidewire lumen and the balloon was loosely folded. No further damage was detected. There is no indication that the reported complaint is related to the manufacturing process. Product analysis confirmed the reported break as there was separation to the device. The device also had unreported numerous kinks, and the rapid port exchange was torn.

Event description:
It was reported that shaft break occurred. A 2.75mm x 20mm nc emerge balloon catheter was used for dilation. However, it was noted that the distal portion of the balloon catheter broke off from the proximal portion. There were no patient complications reported.